Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was admitted to the hospital because there was a lot of leakage noted at the pocket site. The patient was prescribed antibiotics. The physician opened the pocket site and did flushing. The physician did not suspect infection and the symptom was believed not device related.